Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had difficulty remembering to charge the ipg appropriately due to other health problems. As a result, the physician explanted and replaced the patient¿s ipg with a non-rechargeable model, resolving the issue.